Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant devices: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm 310-01-44 - equinoxe, humeral head short, 44mm (alpha) 300-10-15 - equinoxe replicator plate 1.5mm o/s 314-02-23 - uhmwpe post aug glenoid medium, left. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 3 year(s) and 13 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced instability / subluxation. In a previous event, 12 days post-operatively of the initial left rtsa, the patient experienced a shoulder dislocation. The shoulder was reduced in theatre and the outcome is considered resolved. The patient underwent a standard reverse revision for the instability with the reported removal of the standard humeral stem, torque screw, and glenoid base plate components. The outcome of this event is considered resolved and the case report form indicates the event is possibly related to the device and/or to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.